Event description:
It was reported that oversensing was observed on both the right atrial and right ventricular leads. Electromagnetic interference was suspected as the patient works at a manufacturing plant. The device and leads remain in use. No patient complications were reported as a result of this event.

Event description:
It was further reported that the lead integrity alert triggered due to oversensing and that the patient received a shock due to electromagnetic interference while repairing an air conditioner.

Manufacturer narrative:
Concomitant products: 6940 implantable pacing lead, (B)(6) 1999. (B)(4). No eval explanation: lead remains implanted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patients right ventricular (rv) lead had triggered another lead integrity alert (lia) with increased sensing integrity counter (sic) and high rate non-sustained episodes. Additionally it was reported the right atrial (ra) lead displayed far field r-wave (ffrw). Both leads remain in use. No patient complications have been reported as a result of this event.